Event description:
The initial reporter alleged discrepant results with the hiv combi pt elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. Two primary yellow-top tubes were collected from the same patient during the same initial request. The first tube was tested on cobas line 1, yielding weak reactive results with both the elecsys assay and the alinity assay in duplicate. A week later, the second primary tube from the same initial request was tested on cobas line 2, yielding a non-reactive result with the hiv combi pt assay. Hiv viral load testing did not detect the virus, and both samples tested positive for syphilis. Non-elecsys hiv confirmatory testing was also performed. The customer stated that the non-reactive hiv combi pt result is the correct result.

Manufacturer narrative:
The analysis was performed on a cobas 8000 - cobas e 602 module (serial number: (B)(6). The investigation determined that the hiv combi pt elecsys assay performed within specifications. Carryover studies did not indicate any contamination from the cobas system. The investigation was limited by the unavailability of original data, as it had been cleared weekly. The customer suggested potential contamination from the pre-analytical process, specifically related to pvt (pre-analytical volume transfer), but this could not be confirmed. No pre-analytical information was available for review. The issue was resolved following intervention by an engineer, and the device remained in operation at the customer site.